Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the device was acting up. On 2019-feb-08, additional information was received from a consumer. It was reported that the device that was acting up was the ins battery in the hip. It was depleted. It started (B)(6) 2019, right after they moved the battery down deeper on hip. Patient clarified the acting up as, they couldn't feel it working so they put on the device and saw a code come up which said battery was depleted. The battery will be replaced on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4) does not apply to event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient and healthcare professional (hcp). It was reported by patient that patient's device was moved because they had lost weight making the device too close to the top of the skin. Hcp also reported that the patient had bariatric surgery and lost 70lbs. The device became very superficial at risk of eroding through. The affected battery that was then replaced and was tested in the operating room which was inoperable. No information provided on return. No further complications were reported or anticipated.